Event description:
It was reported that during a starr procedure, it was not possible to open the instrument after firing. The knife is bent and the donut is irregular. The surgery was completed by cutting out the instrument and it was then sutured manually. The pt is fine. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 4/10/09. Info anticipated, but unavailable at this time.